Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 200 mg/dl. The contact stated that the customer was not receiving enough insulin from the pump and an insulin injection was administered. The customer was vomiting and had diabetic ketoacidosis (dka). The customer was hospitalized and was treated with an intravenous drip. The bg and dka were resolved. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.